Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 90mmh2o. The valve was visually inspected: the silicone housing was torn / cut and the siphon guard separated from valve, the valve casing was still in place. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. Due to the damaged silicone housing the valve was not leak tested. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot cpnbg0, conformed to the specifications when released to stock on the 17th january 2014. Review of the sterilization certificate conformed to the specification when released on the 9th december 2013. The root cause for the torn / cut silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. The root cause for the problem reported by the customer could not be determined as the valve mechanism functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient's information was unknown. The surgeon did v-p surgery on (B)(6) 2014. No abnormalities were reported during the procedure. After 20 days of the surgery, the patient had fever. CT indicated the expansion of ventricle. Cerebrospinal fluid examination indicated number of cells was high. The surgeon suspected the valve was obstructed. After conservative treatment the ventricle retraction was not obvious. The surgeon did revision surgery on (B)(6) 2015. The patient is fine now. The information will be updated if available.